Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a dexcom g7 continuous glucose monitor (cgm) after noting a leaking insulin cartridge and completing a full supply change; the highest cgm value was 334 mg/dl, confirmed by glucometer at 339 mg/dl, and the infusion set was located on the front abdomen, with no alerts or alarms reported. Symptoms included hyperglycemia and dry mouth, and the user reported trace ketones. Outcomes included a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage related to the cartridge/reservoir seal consistent with a device leak problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.